Event description:
Additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
One medfusion 4000 syringe infusion pump was returned for analysis in excellent condition. Syringe flange not in place was found on the device history log. Power up testing performed with using biomed diagnostics check digital sensor; fault duplicated during syringe model, size, and loading process. Based on the evidence, the complaint was confirmed. However, the root cause is unknown. It was thought that the fault may have been caused by the loose syringe flange sensor (optocoupler) connector but its unable to determine as there was no damage or contamination observed to the optocoupler.

Event description:
Information was received indicating that a syringe flange to a smiths medical medfusion 4000 syringe infusion pump was noted to not be in place. It was reported that there was a firmware mismatch. There were no reported adverse effects.